Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 a cerebral infarction was observed on a brain computed tomography (CT) scan, which was performed after the patient was mentally drowsy and had limb degradation. The patient's international normalized ratio (inr) was 1.68, and the patient remained hospitalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cerebral infarction could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. The IFU lists stroke, neurological dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 contains information regarding the recommended anticoagulation therapy and inr range. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that anti-epileptic drugs were started as a sharp wave in the acute infarction in the right anterior external borderzone was noted after an electroencephalogram (eeg) of the right hemisphere on (B)(6) 2022, the patient's latest international normalized ratio (inr) was 2.39 and the warfarin was being kept at 3mg. The cerebral infarction was still only affecting the left side of the body. The healthcare provider planned follow-up observation of the patient through rehabilitation, brain computed tomography (CT), and other tests. Neurology showed that only the left upper arm was reduced to motor I, and the rest of the motors improved. The patient's consciousness improved to the extent that they could communicate, and they were undergoing rehabilitation treatment. If the patient's overall condition improved and rehabilitation was sufficient, the healthcare provider indicated they would prepare for transplantation. Even with aspirin and warfarin, there was no deterioration in neurology. On (B)(6) 2022, the patient had a fever. Antibiotics were started for pneumonia. The patient's condition resolved without sequelae on (B)(6) 2022.